Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok-clip applier instrument would not rotate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the reported issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer. It occurred while the surgeon was attempting to manipulate instruments from the surgeon console. There was no movement, the instrument tip does not rotate. The customer did not experience any shakiness or friction. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The customer replaced the instrument to resolve the issue. No patient harm or injury.

Manufacturer narrative:
Based on the claims against the product noting clip application issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok-clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The clip test was performed and passed. Additional observations not reported by site were also identified: the large hem-o-lok-clip applier instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.